Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had multiple pockets that were not recognized as loaded or unloaded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6 )was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer was failed. A field service engineer (fse) had confirmed that the controller board was faulty. Therefore, the fse replaced the drawer controller board, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had multiple pockets that were not recognized as loaded or unloaded. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.